Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal for their CPAP device. The patient alleges to have two leaking heart valves; nasal/throat irritation or soreness. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged 2 leaking heart valves, nasal/throat irritation or soreness. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The device was evaluated internally and externally. During investigation, observations are light dust-like contamination at the air-inlet, on top of blower motor and blower motor seal, light-brown specks of contamination on the bottom of blower box, blue green material consistent with air inlet filter spring was found in blower box and interior of the blower motor showed signs that it had been rubbing the inside walls, blower housing screws are all stripped from the housing, blower motor seal was twisted. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by manufacturer. There were 4 errors found. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam but no black particles were present in the blower box. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed the customer allegation and evidence of visible foam degradation and the contamination likely originated externally to the device. Sections d8, d9, h2, h3, h6 were updated in this report.